Event description:
During a coronary stenting procedure, physician noticed a burr on stent catheter. There was no reported pt injury. The product was not clinically used. The packaging was intact when the product was received. During inspection the product appeared to be normal. It prepped normally and when it was being placed into the pt the burr was noticed. Another product was used to finish the procedure instead.